Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. There were two episodes of low voltage are noted in the history. The patient's battery clips and batteries were changed and the connects have been cleaned. There was also a sudden drop in pi and hemoglobin was noted. The patient was admitted. The log file review indicated low voltage hazards and power cable disconnects while on batteries. The cause of the low hemoglobin was determined to be a gastro-intestinal bleed. The patient had dizziness. The patient is currently stable, hemoglobin is level, and the patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Two system controller log files contained overlapping data from (B)(6) 2021 07:06:54 through (B)(6) 2021 03:37:37, per the timestamps. The patient had a fixed speed of 9400 rpm, with a low-speed limit of 8800 rpm. The log file captured 32 low battery advisory alarms during normal battery usage. Of these advisories, a single low battery hazard alarm was triggered on (B)(6) 2021 08:26:19. The reported voltage was reading 13 during the time of the low battery hazard. Routine pi events and power exchanges were documented throughout the log file. No further alarms were captured. Throughout the log file pump power ranged from 5.5 ¿ 7.5 w, estimated flow ranged from 4.6 ¿ 8.4 lpm, and average pi ranged from 2.2 ¿ 7.0. The device operated above the low-speed limit for the duration of the log file and appeared to function as intended. Bleeding is listed in the heartmate ii instructions for use (IFU) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. Heartmate ii lvas IFU rev. C is currently available. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an oesophago-gastro-duodenoscopy (ogd) was performed which revealed the gastrointestinal bleed. The patient was experiencing dizziness, but their hemoglobin levels returned to normal. The patient has since been discharged.